Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, all internal connectors were re-seated. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device cycled power by itself. When this occurred the service indicator was illuminated. In this state, defibrillation could have been delayed or prevented if it were necessary. There was no patient use associated with the reported event.